Manufacturer narrative:
Correction : section h6 for health effect - impact code; was changed to unexpected medical intervention. The field representative had informed that the recommended programming changes were provided and the patient was brought into the clinic.

Manufacturer narrative:
The intervention was updated at the initial report as "no intervention performed" has been corrected to include "the patient presented to the clinic for programming changes but could not be confirmed if the programming changes were made".

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's pacemaker had far r wave over-sensing. The patient presented to the clinic for programming changes but could not be confirmed if the programming changes were made. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's pacemaker had far r wave over-sensing. No intervention was performed. The patient was in stable condition throughout.